Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/20/2017 with the following findings: a review of the black box showed pump reboots had occurred. The battery compartment was cracked alongside the pump. The battery cap was stripped, and was unable to maintain an electrical connection. The power loss complaint, and reboots were duplicated. The battery cap contact heights and widths were within specifications. A test cap was used for testing. The pump was able to power on with no alarms with a test cap. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no further power issues occurred. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.